Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, pyxis was completely blacked out and was not turn on. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that pyxis was completely blacked out and did not turn on. A field service engineer (fse) diagnosed a station that would not power on and traced the issue to auxiliary drawer 5.2. The drawer controller was replaced, after which the system was rebooted and thoroughly tested to confirm that the drawer and all associated functions were operating correctly. The system functioned as intended after the field service engineer repaired the device.